Manufacturer narrative:
H3 other text : suspect product discarded.

Event description:
On (B)(6) 2023, a patient (pt) in brazil posted a complaint on an online website that while wearing the acuvue® oasys® brand contact lenses (cls), a cl caused a corneal ulcer. The pt stated it is unknown if the lenses ¿came defective,¿ but reports using eye drops for a ¿long time and I spent time with an eye care professional (ecp).¿ on 09aug2023, the pt provided additional information. On (B)(6) 2023, 1 cl caused left eye (os) itchiness, redness, and pain after 1 week of use. The pt didn¿t notice anything unusual with the suspect cl upon removal. The pt visited an ecp in (B)(6) 2023 (exact date is unknown) and was diagnosed with the os corneal ulcer. The ecp prescribed an unknown antibiotic eye drop, 1 drop every hour with ¿decreasing frequency to once every week until 30 days of treatment.¿ the pt returned to the ecp at the end of may and was advised by the ecp to ¿continue treatment¿ (treatment details not provided) for another week. The pt had an additional follow-up visit with the ecp on (B)(6) 2023 and was advised by the ecp to suspend cl wear for 2 months. The pt currently has not returned to cl wear. The pt reported daily cl wear with a monthly cl replacement schedule. On 11aug2023, the pt provided additional information. The pt reported the event occurred in (B)(6) 2022. The pt confirmed the diagnosis of corneal ulcer and advised it is completely healed but has not returned to cl wear. On 15aug2023 the pt provided additional information. The pt was unable to find a copy of the prescription, but was prescribed vigamox every hour with decreasing frequency. The pt could not recall exactly how the vigamox was prescribed, but advised the treatment lasted 15 days. The pt confirmed the date of event as (B)(6) 2022. This os corneal ulcer is being submitted as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. No additional information has been received. A lot history review was performed for the lot number provided which revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00z285 was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.